Manufacturer narrative:
This report is submitted on august 15, 2018.

Event description:
Per the audiologist, it was reported that the magnet in the implant was found to have rotated following an MRI. Subsequently, the patient underwent revision surgery in (B)(6) 2017 (exact date not reported) to put the magnet back into correct position.